Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient had trouble with their bladder starting about a week ago. Patient changed from program 4 to program 1 the day before the report, and stated they felt a difference in stimulation location. Patient switched back to program 1 the morning of the report, but the programmer would not connect to the ins and they saw the poor communication with and without the antenna, and would not interrogate. Patient felt like the ins was floating around in the pocket and mentioned it seemed like it was floating a little bit more as time went on. No further complications were reported.